Event description:
Nurse employee stated that safety shield did not lock. Needlestick occurred. Minor puncture. Needle was contaminated, no medical intervention necessitated e.g. Tetanus shot, gamma globulin shot, stitches. Tests such as hbv and hiv were performed; results were negative.

Manufacturer narrative:
Testing of returned products (two lots) indicates that the locking mechanisms functioned within specs. All samples locked well below the maximum spec for locking torque and spum or "unlocked" well above minimum spinning torque. No defects were noted in the returned products. A review of the lot histories found no defects related to the complaint. No other complains have been rec'd against either lot.